Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have exhibited over-sensing of noise. Resulting in non-sustained over-sensing episodes. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.